Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion and cal bar. Lost calibration was not observed. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (75001g48) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's father (a (B)(6)) reported that on (B)(6) 2017, an attempt to test the customer's blood glucose using two adc meters was unsuccessful due to experiencing a calibration issue with one meter, and receiving an error 6 message on the display of the second meter. It was further reported the customer experienced vomiting, "developed ketoacidosis", and her blood glucose "went to 600 mg/dl", however it is unknown on what device the reading was obtained. Caller reported removing the insulin pump from the customer, as well as hydrating her, providing "substitution therapy", and injecting her with an unspecified dosage of insulin of an unknown type. No additional information was obtained from the caller due to a refusal to troubleshoot further.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father (a physician) reported that on (B)(6) 2017, an attempt to test the customer's blood glucose using two adc meters was unsuccessful due to experiencing a calibration issue with one meter, and receiving an error 6 message on the display of the second meter. It was further reported the customer experienced vomiting, "developed ketoacidosis", and her blood glucose "went to 600mg/dl", however it is unknown on what device the reading was obtained. Caller reported removing the insulin pump from the customer, as well as hydrating her, providing "substitution therapy", and injecting her with an unspecified dosage of insulin of an unknown type. No additional information was obtained from the caller due to a refusal to troubleshoot further.